Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had misplaced the insulin pump's battery cap. Blood glucose level at the time of the incident was 348 mg/dl. Blood glucose level at the time of the call was 508 mg/dl, which was treated with manual injection. The customer was advised that a replacement battery cap would be shipped. The insulin pump was not replaced or returned for analysis.